Manufacturer narrative:
(B)(4). Attempts to obtain the following information has been performed but not received. If the further details are received at a later date a supplemental medwatch will be sent please verify the event information for accuracy. How are you feeling? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an anterior cervical discectomy on (B)(6) 2019 and topical skin adhesive was used. Six days, post op, the patient returned to the doctor with dermatitis, puratis, weeping lesions, itching skin and blisters. The doctor prescribed two courses of antibiotics, oral steroids and topical steroids. Due to scarring from the allergic reaction, the patient is continuing to have laser treatment to treat the scarring. Additional information has been requested.